Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, duplicate/incorrect keypad output, which was reproduced. The device evaluation confirmed the automatic output from the third soft key and all other keys including on/off, (run/stop), (ok), #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and (.) To be inoperable. These keypad malfunctions were caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the third soft key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, it had a duplicate/incorrect keypad output. There was no patient involvement.